Manufacturer narrative:
H3: one device was received for evaluation. The service history review found no related complaints. Visual inspection identified that the downstream occlusion (dso) seal was degraded, and the printed wiring pwa) had corrosion and humidity the dso seal and main board were replaced. The device then passed all tests.

Event description:
The customer returned product for unit does not detect batteries, during physical inspection it was found that the downstream occlusion seal was degraded. There was no patient involvement.